Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect, cause was due to customer resetting the pump. Blood glucose was not impacted. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.